Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rear0842 showed no other similar product complaint(s) from this lot number.

Event description:
On 7/26/2016- per sales representative, user facility reported that a midline catheter leaked after two days and was removed and replaced. On 08/08/2016 - facility contact reported that the midline leak was located "outside/inside the lumen". Contact stated that he did not nick the skin but noticed after a few days that the bio patch became wet after the patient received IV antibiotics. He stated that when the catheter was flushed, there was a leak coming from the exit site. He reported that when he was changing the dressing and flushed the line, "a sudden gush of blood came out from the exit site". He reported he inserted this line. The catheter was discontinued and he noticed the catheter was "crooked, not straight." On 08/08/2016 - facility contact reported that the catheter was placed in the upper arm and never in the ac. They use the basilica or cephalic vein.